Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Upon priming in the purge route after the composition change, the connection part of the yellow luer did not come off well. After removing it with a little force, the connection part of yellow luer of impella cpsa broke and was damaged. The purge liquid leaked from the damaged part and the purge liquid temporarily stopped flowing into the motor (about 30 minutes). As a result of various trials, the purge liquid was flowing in the motor. Despite the reported issue, the patient continued on support until the device was successfully weaned.